Event description:
Device 2 of 2. Reference MFR. Report# reference MFR. Report#3004936110-2019-00201. It was reported that the patient's external unit had a frayed power cord and sparked. No harm to the patient was reported. Issue was resolved by replacing the power cord and power supply box.